Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: 00875305601 shell with cluster holes porous 56 mm o.d. 62034637; 00875201236 liner elevated rim 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell 62010306; 00801803603 femoral head sterile product do not resterilize 12/14 taper 60960733; 61971001 cement tdt034; 80112024 canal plug 62078437; (B)(4).

Event description:
Patient underwent right hip revision procedure approximately three years post-implantation due to periprosthetic fracture stem. No additional information provided.